Event description:
Material#: 515078, batch#:2305504. It was reported by customer that c-100 fall out of the IV bag, after mixing chemo. Verbatim#: rcc received a complaint via phone. Pir attached. Lot 2305504. C-100 fall out of the IV bag, after mixing chemo. Customer reply: the date of the events were 1/3/24 and 1/5/24. The material number is 515078 (c-100o adapter). I do not have samples or photos since we were in the hazardous room with cameras/phones available and prioritized cleaning the chemo spills. The address that the shipping label can be sent to is: (B)(6).

Manufacturer narrative:
Pr 9495690: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 300294 batch number#: 2305504 it was reported by customer that c-100 fall out of the IV bag, after mixing chemo. Rcc received a complaint via phone. Pir attached. (B)(6) lot 2305504 c-100 fall out of the IV bag, after mixing chemo. Customer reply: the date of the events were 1/3/24 and 1/5/24 the material number is 515078 (c-100o adapter) I do not have samples or photos since we were in the hazardous room with cameras/phones available and prioritized cleaning the chemo spills. The address that the shipping label can be sent to is: (B)(6). Customer 2nd reply: 1. The brand of the bag used was the icumedical 250 ml 0.9 sodium chloride for injection IV bag in both cases 2. There is a box of the c-100o adapters set aside and ready to be sent for investigation once the shipping label is received at the above mentioned address.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation (event 2 of 2): thirty five samples received for investigation. Through visual inspection, there was no damage or other defects observed on any of the infusion adapters. A device history review was performed for lot 2305504, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The 35 adapters were inserted into an infusion bag filled with red solution and hung. After twenty-four hours of observation, no issue were identified, the spikes remained properly connected in the infusion bag and no leaks occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All retained samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.